Event description:
Procedure type: lap chole. According to the reporter: during surgery a blue material fell into the patient cavity. Then, checked the port, but no damage/breakage was found. After surgery, the port was sterilized to use for another surgery in the hospital, and it was not returned to us. The blue material was retrieved and will be returned. The procedure was completed without complications. No tissue damage. No bleeding. Extended operating room time: unk. Patient status: ok. No further patient info available.